Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported they were calling to see if the interstim was working. The patient programmer (pp) batteries were depleted so the hcp was not able to check. The hcp noted the patient thought the implantable neurostimulator (ins) was depleted. The patient is implanted for urinary dysfunction/sacral nerve stim. Additional information was received from a friend/family member of the patient. It was reported that there was a poor communication screen and the patient programmer (pp) would not connect after troubleshooting. It was reported that the patient¿s symptoms returned around (B)(6) 2017. The patient started urinating without realizing until they looked down or their legs got wet. On (B)(6) or so the patient tried suing the pp and it did not connect. The patient was then hospitalized for 10 days for unrelated reasons on (B)(6). The patient tried using the pp at the hospital but it did not work. It was reported the healthcare professional (hcp) at the hospital said the ins may be dead. The consumer also reported that sometimes the patient feels so much pain at the ins area. It was reported the pain started around the same time as the machine stopped working. The patient was given a pain pill at the hospital. The patient does not currently have a managing physician. During a follow-up phone call the consumer reported that they do not kn ow what circumstances led to the loss of therapy, pain at the ins site and poor communication. They stated that they were trying to make an appointment with an hcp to have them look at the device. They also stated that currently, the patient still had pain at the ins site.